Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, a cause of the reported incomplete coaptation (slda, single leaflet device attachment), associated with clip detachment from the septal leaflet after clip deployment, could not be determined. The reported image resolution poor was associated with the imaging challenges. The reported off-label use was associated with using the mitraclip device for tricuspid valve repair. It should be noted that the mitraclip system instruction for use states: "the mitraclip system is a device indicated for the percutaneous reduction of significant symptomatic mitral regurgitation." The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling. H6: device code 1494 - patient selection (use in tricuspid valve).

Event description:
It was reported this was a mitraclip procedure to treat tricuspid regurgitation (tr) with a grade of 5. It was noted imaging was challenging during the procedure. One clip was successfully implanted. To further reduce tr, a second xtw clip was inserted and deployed. However, after deployment, the clip detached from the septal leaflet and remained attached to the anterior leaflet (single leaflet device attachment/slda). To stabilize the slda, an additional clip was implanted, reducing tr to a grade of 1. There was no clinically significant delay in the procedure. No additional information was provided.